Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected no delivery alarm was noted. The displacement test could not be performed due to a broken off motor slide tip. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis and high blood glucose over 600 mg/dl. Customer stated that the insulin pump had repeated no delivery alarms event after changing the infusion set and reservoir. She was treated in the intensive unit for 2 or 3 days and was treated with manual injections, insulin drip and fluids. The customer was off the insulin pump for about 30 minutes prior to the incident. Customer requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.